Event description:
It was reported that the touch pen would not calibrate. It was calibrated with a disk and from the demo mode; however, the touch pen still would not go to the point of contact. The touch pen was replaced, but that did not correct the issue. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display overlay was replaced and calibrated.

Event description:
It was reported that the touch pen would not calibrate. It was calibrated with a disk and from the demo mode; however, the touch pen still would not go to the point of contact. The touch pen was replaced, but that did not correct the issue. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.